Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc safety mechanism failed it was reported by the customer that safety guard did not engage. Verbatim: rcc received a complaint via email. Email(s) attached. Our customer is reporting and requesting credit for product complaint for (B)(6) of item 386862. Safety guard did not engage. No harm to patient or caregiver. Needle disposed. Action requested: credit po (B)(4). Lot number: 4278296. Event date: 04/01/2025. Please let us know how you would like to proceed credit only/return with credit and will be happy to assist.